Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the x-ray not available. Review of the log files showed fdcsib errors, more specific fd controller: aurora link error. The problem persists after cold system restarts. Malfunction can be confirmed, most likely cause is in geometry hardware. Upon troubleshooting, as suggested by rse, fse diagnosed and installed sib and power supply but issue was still present. Checked leds on fd and confirmed fiber link not present. Checked fiber and only one link was operational. Actual cause of the issue with fiber cable. The defective parts were returned for analysis, the malfunction of the part named pdu dc module was confirmed. No failure was observed. However, the replacement of the fiber cable by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.